Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen was blank. Upon further review, the electronic board particularly in the area where the battery connector plugs into the board shows signs of heavy corrosion. Unable to perform functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the blank display. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.